Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular intervention exam. The user was able to complete the current exam using the same system but postponed or transferred the following exams to another room. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to capture live images. An analysis of the log file showed that the image disk was not detected. The user received the message "image storage is not possible because of an image disk problem, which confirmed the malfunction. Upon troubleshooting, the fse found that acquisition was not possible even after the deletion of old examinations. To resolve the issue, the fse replaced the x-ray pc. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported malfunction did not affect the current procedure, and the procedure was successfully completed on the same system. Consequently, the loss of system unable to acquire image is unlikely to result in serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to occur again. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was a problem in the image disk, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.